Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a pairing test with nordic bluetooth device and passed. Performed a voltage test and passed. Performed a transmitter functional testing and passed. Performed share log review and a loss of connection was found in the log. The reported event of a loss of connection was confirmed. The probable root cause is potential patient misused.